Event description:
It was reported that during a sigmoidectomy procedure, a clip dropped out of the jaws of the device. Another device was used to complete the case. There were no adverse consequences to the pt.